Manufacturer narrative:
The field service engineer (fse), was paged to contact the customer. The fse collected logs and data from the customer as well as tested the devices. No device malfunction occurred. The devices were found to be operating and alarming appropriately. According to the logs as well as pictures taken at the bedside, the 4 vfib alarms occurred and were suspended at the bedside followed by an asystole alarm that was also suspended.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Initial reporter's phone number: (B)(6).

Event description:
The customer reported that they did not hear the central station alarm for a patient and the patient expired.